Manufacturer narrative:
The product: 9010009089 with UDI# (B)(4) and 510(k)# k113174 is marketed in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient for unknown spinal the rapy. It was reported that the patient heard a sound from back, but the patient said that she had no problem in her life, but recently she became to feel pain when moving, so reoperation would be performed this time. Perhaps it's the dualrod, the connector was broken (--> probably be x10), and the anterior lengthening was sunk (--> there is only a history of moss mesh, but the physician had said that this product was removed and replaced. There was patient involved in the event and no further complications or symptoms were reported. Additional information was received via manufacturer representative that there is no malfunction associated with set screw (5530230).